Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol was seen damaged after it was implanted into the patient's eye. The reporter stated there was no explanation to provide as to what the damage was. The iol was removed and another iol was used to complete the procedure with no patient harm.